Manufacturer narrative:
Integra has completed their internal investigation on 08/02/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: two pieces of 1523042 selector 24khz flues were returned for failure analysis investigation ¿ sold as pack of (b)(46) disposables. The flues were received under for the reported failure ¿flue falls off during use.¿ during investigation, no water leak was observed at the irrigation test, and also both flues had a tight fit to the test shroud, no fault was found. No DHR review could be performed for the complaint incident as neither the serial number nor the lot number has been found on the product or on the returned packaging. A minimum of 12 months¿ review of nxt handpiece part number 1523000m1 and flue part number 1523042 was completed using the following key words ¿accessory falling off¿ and a root cause ¿could not duplicate¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. The review encompassed dates (B)(6) 2015 to (B)(6) 2016. A total of 2 complaints were reviewed of which this complaint is the only complaint for accessory number 1523042 and there were no related handpiece number 1523000m1 complaints with the root cause identified as accessory failure that contain the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure that could not be duplicated. No trend has been identified. Since the complaint incident could not be duplicated due to no water leak was observed at the irrigation test and also both returned flues had a tight fit to the test shroud, no root cause can be established.

Event description:
It was initially reported that the flue falls off during use. There was no patient injury, no revision required, and no delay in surgery. Additional information was requested and on 11may2016, the following was provide by the customer: the event has occurred on multiple dates and whenever it is in use. The device was used for cyto-reductive surgeries for those with a pre-op diagnosis of pseudomyxoma . The flue was used during actual surgical procedures. The ages and genders of the patients vary. No actual harm occurred because when the flue would fall off, it was able to be retrieved. It has fallen off both in the abdomen as well as on the surgical field or the mayo stand. There have been multiple lot numbers of the flue used. The customer stated they have reported this incident in the past as well. They have used different cone tips with the flue, but still had the same result of the tip disconnecting. There was no issue with the handpiece. There was no surgical delay, the surgeon just opted to discontinue usage of the cusa nxt during the procedure. The user stated they have been in-serviced appropriately on the cusa assembly, and different scrubs have used the handpiece experiencing the same result. No further information was provided for this complaint or for the other incidents and/or patients the customer had mentioned above.